Event description:
Clinical report states the patient had a revision to address a deep infection. Update: (B)(6) 2013 - loosening of the tibial tray at the cement/implant interface was also reported. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Radiographic review revealed radiolucent lines, however, the reported device loosening could not be confirmed. The investigation could not draw any conclusions about the root cause of the radiolucent lines. The investigation did not find any evidence suggesting product contribution to the reported event. Based on the inability to identify root cause or identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.